Event description:
The hospital reported that the hst iii system (3.8mm) an endoscopic vein harvesting procedure did not load properly. No injury.

Manufacturer narrative:
Trackwise ID: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 12/13/2022. An investigation was conducted on 12/28/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. The delivery device was returned in the loading device. A mechanical evaluation was conducted. Steps 1-3 were completed with no visual or physical difficulties. Resistance was noted when removed the delivery device from the loading device during step 4. The seal and tension spring assembly remained in the loading device. The seal and tension spring assembly were removed from the loading device. There were no cracks or delamination observed on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.194 inches, the outer diameter was measured at 0.22 inches (rm2036883). The length of the delivery tube was measured at 2.5 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and evaluation results, the reported failure "fitting problem" was confirmed. The lot # 3000272194 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.